Event description:
Tine piece completely snapped off of the part.

Manufacturer narrative:
Customer confirmed that the device broke off outside of patient and for extra precaution they took the x-ray.